Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (u.s.); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the u.s. Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the device was received by baxter for evaluation. A visual examination and functional tests were performed. Device evaluation confirmed the reported condition of leakage into the housing. The root cause was determined to be missing film wrap. This device is a single use device and was discarded. Batch review determined that no nonconformance reports were documented for this lot. A follow up report will be submitted if additional information becomes available.

Event description:
It was reported to baxter (B)(6) that an infusor lv5 device was leaking during filling. The device was being filled with saline when it was observed that the saline was leaking into the housing. No patient injury or medical intervention was reported. No additional information is available at this time.